Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that connectivity issues occurred during use with a bd 1ml tb syringe slip tip. The following information was provided by the initial reporter, "it was reported through a phone call that the doctor was experiencing difficulty with putting the needle on to the syringe. It would either be way too loose and would come undone during use or while taking off the shield the needle would pull off as well. She would then press the needle on really hard and that led to her not being able to remove the shield from the needle."